Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported a issue mating the device. It was also noted that MRI imaging was required and the device was removed because of the patient's desire.